Event description:
During a biopsy guide of the liver, the customer reported a missed pathology occurred when using the epiq elite ultrasound system. They stated it was not adequately showing a metastasis lesion on the liver when harmonics was turned on, but when the harmonics was turned off it was seen. There was no reported patient or user harm associated with this event. An investigation is underway to determine the root cause of the issue. A follow-up report will be provided upon investigation completion.

Manufacturer narrative:
A thorough investigation found the system was working as intended. The customer was provided suggestions to adjust the settings to improve the image quality; however, it was confirmed the issue was resolved.